Event description:
This event involved a male patient who experienced a vad stop approximately two months post heartware lvad implantation. The patient¿s family called the site to report a ¿high watts" alarm. They further reported that the patient had developed ¿cola-colored¿ urine and had been experiencing some orthopnea and dyspnea on exertion. A physical exam of the patient revealed a ¿jarring¿ sound on auscultation and vibration of the pump was felt through the patient¿s chest wall. The patient¿s physician suspected pump thrombus and treated him with angiomax overnight and held his coumadin. In addition, the color of his urine cleared and the pump was reported to be sounding better. The following day, he was further treated with intravenous tpa with a normalization of his lvad power consumption. A few days later, the patient underwent cardiac transplantation.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported high power event was confirmed via review of the controller log files. Independent pathological analysis confirmed the presence of thrombus; however, the origin of this thrombus cannot be conclusively determined. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.